Event description:
Pt was here for surgery on 2/2/98. (Lap tubal and possible right oopherectomy). During the procedure, the pt was found to have a pelvic adhesion. The dr needed electocautery to accomplish the task. The pt was grounded with conmed dispersive electrode cat#, 60-7202-002 and the conmed sabre 2400 unit was set at wt and coag of 30. After the procedure, the dispersive electrode was removed. A 3/4 mm to 1 mm burned area and 2 small blisters were noted. The dr was immediately notified and stated. This is a 3 degree burn. The ares was treated with a silvadine dressing and the pt was admitted to the hospital. The pad was saved for evaluation and picked up by conmed on 2/3/98. The machine was removed immediately from use. The pt was discharged the following day from the hospital.